Event description:
A solution was expected to deliver over one hour and reportedly completed in 40 minutes and 35 minutes on two consecutive deliveries. The patient was receiving tpn on line a, lipids on line b, and normal saline on line d. There was no solution on line c. Lines a and b were in the continuous mode; however, the pump parameters could not be recalled. On line d, 500ml of normal saline was programmed in the intermittent mode to infuse at 100ml/hr at an unspecified interval. The patient also had a second pump infusing an unspecified antiviral medication. The patient was to receive 100ml of normal saline prior to and at the completion of the antiviral infusion. The nurse reported that line d stopped sooner than expected on both the pre- and post- normal saline infusions. The pump history was reviewed and it reportedly showed that the pump stopped 40 minutes into the first normal saline infusion and stopped 35 minutes into the second normal saline infusion. The nurse did not know the volume of the normal saline that had infused prior to the device stopping. The pump was removed from clinical service. The solutions were resumed with a replacement pump. The patient did not experience any adverse effects. Though requested, there was no further information available.